Manufacturer narrative:
Investigations of this incident will be conducted by ecolab-microtek. Ecolab-microtek has not received a defective product from the distributor for review/evaluation as yet. This report is an initial report for 30 days. Ecolab-microtek will submit any follow-up report with one month of the day the information is received as the root cause determination and investigation of the incidents continues.

Manufacturer narrative:
Investigations of this incident will be conducted by ecolab-microtek. Ecolab-microtek has not received a defective product from the distributor for review/evaluation as yet. This report is an initial report for 30 days. Ecolab-microtek will submit any follow-up report with one month of the day the information is received as the root cause determination and investigation of the incidents continues. Follow-up reports 9/15/2015: the DHR was reviewed and it was noted that lot number c14316, and 20 each, did not indicated any nonconformities. Part number 20991, lot number 140526f, five pieces have been tested by lab technician and the results were evaluated and the diameter measured is with in specification. It can only be speculated that the end user did not engage the cover to secure on the handle locking pins or the locking pins did not function properly. The investigation is inconclusive due to lack of lot numbers, this based on the condition or age of the handle used in the procedure. Note: no complaints have been reported relating to the equivalent product model #20991 (handle cover) which is distributed in the united stated.

Event description:
One distributor: (B)(4) has reported a complaint to ecolab-microtek medical about the incident happened on (B)(6) 2014. The report stated as "two light handle covers fell into the sterile field while a patient was present". There were no patient injury and treatment reported of the incident.

Event description:
One distributor: (B)(4) has reported a complaint to ecolab-microtek medical about the incident appeared on (B)(6) 2014. The report stated as "two light handle covers fell into the sterile field while a patient was present". There were no patient injury and treatment reported of the incident.